Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose of 16.5 mmol/l. Caller stated that the customer's insulin pump has a crack by the reservoir compartment, and it was not working correctly. It was constantly alarming button error and the buttons did not respond. Nothing further was reported.